Event description:
Rptr c/o chronic fatiuge, headache, esophagus problems, loss of hair, fever, cough, vision problems, leg and arm aches, mouth sinus problems, seizures, nerve damage, swollen lymph nodes, arm weakness, burning sensations all over body, mouth sores.